Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment on, 11/14/15. While performing an imaging system check-out, the medtronic representative, noticed the rotor optical switch assembly was stuck in the left position and preventing movement even when trying to invalidate home. The medtronic representative repaired the rotor optical switch. The repair resolved the issue resulting in the door opening. The medtronic representative performed an imaging system check-out on 11/16/15, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system gantry door would not open and rotor wouldn't rotate. This was discovered on (B)(6) 2015. The surgeon discontinued use of the imaging system. The surgery was successfully, completed. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.